Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This complaint was received via the jopbs. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported via jopbs for unknown side "wound edge separation/opening." Status of device is unknown.